Event description:
Maude report mw1040882 received. Report states that pt had a very large abdominal hernia which was repaired with prolene mesh. From almost the beginning, six weeks after surgery, the pt began getting abdominal infections. After the use of antibiotics and add'l surgery, the pt was left with an open wound 15 months later. Going to another dr to possibly have the mesh removed. No further info can be obtained.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.